Manufacturer narrative:
G2 email is: (B)(4). No product was returned. The investigation determined the most probable cause to be the upstream occlusion (uso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited multiple upstream occlusion alarms over the past 24 hours due to a kink in the tubing. Air was noted in the tubing. Troubleshooting was performed and the pump continued to alarm. No patient injury was reported.